Manufacturer narrative:
(B)(4). All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the loss of fluid column. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. After the cds was removed, the steerable guide catheter (sgc) lost fluid column. The sgc was moved below the patient level. The system filled with blood and was moved on the stabilizer; however, the same loss of fluid column was observed. The system was moved below the patient level and removed. Access was lost; therefore, a new transseptal puncture was performed. Two clips implanted reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.